Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the distal protective sleeve, marker coil and pusher rod of the stent kinked and were left inside the patient¿s body. A flow diverter was deployed to treat the aneurysm. The device opened normally and the pusher rod was retrieved smoothly, with no resistance detected. However, during distal vessel angiography with the phenom 27 stent microcatheter, it was discovered that the distal protective sleeve and marker coil had been dislodged into the distal vessel and remained inside the patient¿s body, unable to be retrieved. The pipeline was used for an indication that is approved (on-label). The reported devices and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). The patient was conscious on the day of the procedure but showed symptoms of cerebral infarction the following day. Further examination is currently being conducted. The patient was undergoing surgery for deployment of the flow diverter for a saccular, unruptured aneurysm of the left middle cerebral artery with a max diameter of 15.64mm and a 12.58mm neck diameter. Landing zone: distal: 2.1mm and proximal: 2.82mm. It was noted the patient's vessel tortuosity was normal. Access vessel was the femoral artery puncture. Dapt (dual antiplatelet treatment) administered. Pru (p2y12 reaction unit) level was normal. The angiographic result post procedure showed aneurysm of the inferior trunk of the left middle cerebral artery. It was additionally reported that during surgery for a cerebral aneurysm, the flow-diverting stent was deployed normally, but the de livery wire broke and remained in the patient's cerebral vessel. The patient subsequently received medical treatment, and their condition was good with no adverse reactions observed at present. The cause was believed to be due to a product quality problem.

Manufacturer narrative:
Review of this MDR and/or additional information previously received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received. The patient is currently recovering well from the procedure, with only mild aphasia present; all other conditions are good. The symptoms of cerebral infarction have improved following postoperative pharmacological treatment. Regarding vascular access, the vessel diameter was measured at 2.1 mm at the distal end and 2.82 mm at the proximal end. The cause of the event was identified as a fracture of the distal development coil at the tip of the pipeline push rod, which broke off and was left inside the patient. No significant resistance was encountered by the operator when retrieving the push rod with the microcatheter. Upon inspection, a fracture of the distal development guidewire of the pipeline was observed; no kinking, stretching, or separation was noted. There was no migration of the device, and the pipeline stent was successfully deployed at the intended location and opened normally. No additional devices or interventions were required for the broken or dislodged parts left in the patient, as they had reached beyond the m2 segment and the vessel was too small for further manipulation.

Manufacturer narrative:
¿ Updated b5, d9 ¿ h3: analysis results were not available at the time of this report. A follow-up will be sent once analysis is complete. H6: the evaluation codes have been updated for this event medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction to h6: ime codes previously coded on this device were incorrect and have been updated to e2403. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.